Event description:
It was reported that the ¿device never worked and it gave off impulses but to places it was not supposed too.¿ it was noted that the device was on ¿low 20, 20, 20¿ and it was causing a burning sensation. It was noted the device was going to be removed. The patient had an internal bone growth stimulator that was not 18 inches away from the spinal cord stimulator. It was later reported that the implant ¿shorted (grounded) out.¿ it was noted that the patient had an internal bone growth stimulator, which is turned off and a neurostimulator. It was further noted that the bone growth stimulator had been placed between the two leads. The neurostimulator was placed after the bone growth stimulator. The caller stated the pulse rate was 50 and amplitude was 1.70v-1.75v, it had ¿started to be where patient could not stand it and had to cut it down to the next numbers and could not do like 0.20v.¿ it was noted that the patient shut it off. The device went from covering the intended areas to gradually not covering over a period of 2-3 weeks. Patient was in pain all the time.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).